Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited high impedances and a possible fracture. The lead alert threshold was reprogrammed, and the lead will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4472 lead implanted: (B)(6) 2003. (B)(4).